Event description:
It was reported by the patient that the purewick female external catheter would not suction very hard nor would not absorb. Did trouble shoot: unit failed. RMA replaced 58 wicks. Used with female wicks. Trouble shooting did not resolve the issue.

Manufacturer narrative:
The reported event was confirmed, supplier related. Visual evaluation of the returned sample noticed 4 opened and 1 unopened female external catheters (wicks) were returned. Sample size = 5 for testing via c=0 sampling plan; aql = 0.65, however there was a failure so only 2 were tested. No visual defects were noted on the returned wicks. The wicks were inspected and found to be assembled correctly. A suction test was done by assembling the returned wicks to the in-house accessories and in-house device (pw200, sn# (B)(6)). The following values were found sample 1: 500 cc in 20 seconds. Sample 2: 420 cc in 20 seconds (fail). Functional evaluation of the returned sample noticed the in-house device passed with a value of 2.162 slpm at device start and 2.104 slpm at 10 seconds once the system was powered on and ran for 30 seconds, the in-house accessories passed by showing a 500g increase in 17.22 seconds. No actions can be taken at this time since a root cause was not identified. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: instructions for use: setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Removal: 5. To remove the purewick female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick female external catheter directly outward. Ensure suction is maintained while removing the purewick female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.